Event description:
It was reported that the patient had been receiving the correct dose since implant. However, since implant, the dosing units had been listed as milligrams instead of micrograms. This was not affecting dosing, as the low rate was still what was intended. There was no medication error. The healthcare provider (hcp) was planning on programming the correct dosing until at the patient¿s next appointment. The device system was used to deliver baclofen 2000mcg/ml at 401.5/day in flex mode.

Manufacturer narrative:
Concomitant: product ID 8840, product type programmer, physician. Product ID 8709, lot# j10906r59, implanted: 2001-(B)(6), product type catheter. (B)(4).